Manufacturer narrative:
After further review of the complaint, it was determined section b2 was filled out incorrectly in the initial complaint. Clarification of the initial notes from the customer, the customer was hospitalized as a result of the high blood glucose.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The pump had a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window. The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer was treated by emergency room and syringe. Customer reported that the high blood glucose levels began on (B)(6) 2016. Troubleshooting was performed. The insulin pump alarmed no delivery. Customer stated alarm occurred during manual prime. Customer reported event to be resolved by complete set change. The drive support cap appeared normal. The product was returned for analysis.